Manufacturer narrative:
There is no 510(k) for this device as it is pre-amendment. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they were performing a sterility check and one plate had growth/contamination. Customer problem: contamination. Quantity received and quantity affected: emailing for amount received. 1 plate affected.

Manufacturer narrative:
H6 investigation summary : during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1309917 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1309917 for contamination. Retention samples from batch 1309917 were not available for investigation. Two photos were received. Photo one shows a plate with a visible colony growing and shows lot number 1309917 and timestamp 1236 from the plate print. The second photo show an open plate with a colony growing. No return samples were received for investigation. This complaint can be confirmed. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend for complaints for contamination.

Event description:
It was reported while testing with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) biological contamination was discovered. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they were performing a sterility check and one plate had growth/contamination. Customer problem: contamination. Quantity received and quantity affected: emailing for amount received. 1 plate affected.